Event description:
It was reported by the affiliate that during a patient having a breast clips, we used a t4 lot f12147319d, but could see this was not correct and looked to be the same as the t3 placed - lot f12147317d. The patient was ok and no further clips were placed. We have removed all stock of this t4 so have x19 to return and be replaced.

Manufacturer narrative:
The hydromark biopsy site identifier is a sterile, single use device intended for use after an open surgical or percutaneous breast biopsy procedure to mark the biopsy site. The instruction for use and deployment guide, provided with the device, must be followed to avoid the applicator from shearing. In accordance with iso 13485:2016 and iso 10993-1 requirements, the mammomark¿ biopsy site identifier devices have been tested for biocompatibility for their intended use and patient contact duration per iso 10993-1. The collagen marker and titanium clip are the only mammomark components classified as having "permanent patient contact." Components of the applicator are classified as "limited patient contact" and qualified for the intended use during the procedure. Applicator materials are considered medical-grade but have not been evaluated for permanent implantation. As with any implanted device, the implant site should be monitored for any signs of irritation or reaction following the surgical procedure. It was reported that there was a labeling issue, a t4 was labeled as a t3. There was no harm to the patient and no further clips were placed. The customer returned 19 devices and all were investigated. All were found to be correct and no labeling issues were found. We have informed production line of the event and no issues have been found. There have been no similar complaints that have come in from the field.  If new information comes available the incident will be reassessed accordingly.